Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir lip ring had missing piece. The customer¿s blood glucose level was 128 mg/dl. The customer was assisted with troubleshooting. Customer stated that reservoir still lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, cracked reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.